Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. According to clinician 2 implants were placed in class I bone during a routine procedure. The clinician reports that the implant in site #18 was placed in extremely dense bone which could possibly have caused the temperature of the bone to elevate and overheat. Excellent primary stability of the implant was achieved however. The clinician reports that the implant was removed one month post-operatively.